Event description:
According to the journal article "two-stage sphenopalatine ganglion neurostimulation for refractory craniofacial pain: a retrospective study," it was reported that 2 patients experienced maxillary hemorrhages that was managed conservatively, 1 patient had suspected facial cellulitis that required an explant and 1 patient developed a decubitus ulcer over the anchor that also required an explant.

Manufacturer narrative:
Date of event is estimated. A patient outcome was reported to abbott. It was determined the patient developed a decubitus ulcer. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.